Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received shocks, and went into the hospital. In looking at the arrhythmia logbook, the caller saw some episodes that were time/date stamped out of sequence. These were sometimes accelerated episodes or non-sustained episodes. Some stored electrograms were not available. It was reported that the recent shocks delivered were appropriately stored as was induction defibrillation test at implant. When the caller interrogated the arrhythmia logbook, a yellow screen message was displayed that read, unexpected telemetry error has occurred and called response code 07. The caller printed the message.